Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pretest for safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the motor device, it was determined that the flex circuit was damaged, and the locking components were damaged. It was further determined that the device failed loctite and cable assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensor and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, and safety assessment. It was noted in the service order that the device was not working and was displaying an e2 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.